Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable could not charge the pump. Another cable was used and the pump was charged. Blood glucose level could not be recalled.